Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device was not returned for evaulation nor was there sufficient clinical information available. Therefore, the root cause of the limb ischemia could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 80-year-old female patient was implanted with an impella cp needing mechanical circulatory support. It was reported that the staff was unable to find doppler pulse in left foot.